Event description:
It was reported that patient's ipg pocket site was located in his left buttock and when sitting, he experienced discomfort. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where his ipg pocket site was relocated to the left flank area. The physician electively removed the ipg and replaced it with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.